Event description:
It was reported by customer that they had a defect on the product, and the catheter was inserted on the patient and within a couple days it was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they had a defect on the product, and the catheter was inserted on the patient and within a couple days it was leaking.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause balloon to burst. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 5cc balloon: use 10ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.